Manufacturer narrative:
Patient weight was added and event date was changed to (B)(4) 2018 after additional review of the information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient provided their weight in response to follow-up conducted. No other information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient provided their weight in response to follow-up conducted. Additionally, patient noted that they had lost approximately 9 pounds since implant. No other information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's device stopped working suddenly once before where they could no longer feel stimulation. The patient indicated that the met with an unknown representative who "reset" the device to resume therapy and the patient had not had any issues since. The patient did not know any further details about why the ins stopped working to deliver stimulation. The issue was resolved at the time of this report. There were no further complication reported or anticipated.